Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that he went to the hospital due to high blood glucose levels. The customer went to have the insulin pump checked, and was told tha he needed a replacement. Advised the customer that the insulin pump would be replaced. Nothing further was reported.